Event description:
During the implant procedure, high capture threshold resulting in loss of capture was noted on the right atrial (ra) leadless pacemaker (lp) after fixation. Additionally, the ra lp was not able to separate from the catheter. The ra lp was attempted to be redocked to the catheter, but that was not possible. The physician rotated the entire catheter in order to unscrew the ra lp and remove it from the patient. Following this, the patient experienced atrial fibrillation that resolved without intervention. A new ra lp was successfully implanted to resolve this event. The patient was stable.